Event description:
A malfunction alarm, identified as malf 12, was reported, but there were no adverse impacts on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and helped reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer's mother was later informed about the troubleshooting conducted, and no further action was needed, leading to the case being closed.